Event description:
Severe coughing; starting in (B)(6) 2020 I had an cough through out the day and night, it has increased to a point I have lost my voice, having severe coughing fits that makes it difficult to breath and gaging. I am very worried about long term affects that have not been detected yet. Used the device for 3 years and started getting affects in (B)(6) 2020 gradually got worse and was seeing a doctor for my health issues, then found out about a recall on (B)(6) 2021. That list the effects I have been having. FDA safety report ID# (B)(4).